Manufacturer narrative:
H4: the lot was manufactured from september 06,2022 to september 07,2022. H10: three (3) devices were received for evaluation. A visual inspection was performed, and it was noted that a single particle was loosely on the wall of the fill port interior wall of two samples. No issues were observed for the one other returned sample. The reported condition was verified for two samples and not verified for the other one sample. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the event occurred between (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 500mleva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had particulate matter in the injection port (black and white). There was no patient involvement. No additional information is available.